Event description:
The user has been explanted on (B)(6) 2022, reportedly due to no benefit. The active electrode array has been found partially implanted at explantation, with 2-3 channels out from the cochlea. The active electrode has been cut and left in cochlea for a possible later reimplantation.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received the reported lack of benefit likely be caused by the reported underlying medical condition. The reported non auditory side effects are likely due to the partial electrode migration as 2 to 3 electrodes were found outside the cochlear at the time of explantation. However, the number of contacts available for stimulation should be enough to provide benefit. Therefore, no available information points to the device having caused or contributed to the reported poor speech comprehension, which became even worse following the car accident, despite proper device functionality. This is a final report. Additional information: as per additional information from november 18, 2022 the user suffered from chronic otitis media on the concerned right side and was in 2011 diagnosed with a cholesteatoma. Furthermore, the user had reportedly some surgeries before implantation of the ci.

Event description:
The user has been explanted on (B)(6) 2022, reportedly due to no benefit. A reimplantation with a new device is currently not planned. The active electrode has been cut and left in cochlea for a later reimplantation.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received the reported lack of benefit might be caused by a possible underlying medical condition; however, this has not been confirmed. The reported non auditory side effects are likely due to the partial electrode migration as 2 to 3 electrodes were found outside the cochlear at the time of explantation. However, the number of contacts available for stimulation should be enough to provide benefit. Therefore, no available information points to the device having caused or contributed to the reported poor speech comprehension, which became even worse following the car accident, despite proper device functionality. This is a final report.

Event description:
The use has been explanted on (B)(6) 2022, reportedly due to no benefit. A reimplantation with a new device is currently not planned. The active electrode has been cut and left in cochlea for a later reimplantation.